Event description:
A customer reported that the cutting speed, which over time becomes irregular and then stopped completely during vitrectomy surgery. The surgery was completed on the same day with no patient harm. This report pertains to probe involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿cutting speed, which over time becomes irregular and then stops completely¿ is problem with the equipment and not with the medical devices does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report number 1644019-2024-00663. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Following submission of the initial report, it was determined that the information provided for this event ¿cutting speed, which over time becomes irregular and then stops completely¿ is problem with the equipment and not with the medical devices does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury.